Event description:
It was reported that the pt had a baclofen pump implanted in 2006. Since 2009, the pt had been experiencing an infection at the pump site. The pt had received 19 days of intravenous antibiotic therapy and 28 days of oral antibiotics; the site still appeared inflamed and warm to the touch. The rlq (right lower quadrant) extending to the right cva (costovertebral angle, kidney site) also appeared edematous. The reporter was concerned about leakage into the pump site as well as the right cva area. The pt was managed by a physiatrist; the pt was considering seeking a second opinion. Final pt's outcome was not reported.